Event description:
During the pvc procedure, the pressure disappeared when trying to reinforce around the target area, resulting in the procedure being stopped prior to successful completion. The color of the contact force was purple. The reset button of the pressure was reset, but the issue was not resolved. It was noted at the end of the procedure that it originally planned to apply further ablation however due to the contact force issue this was not performed. The patient is to be observed to determine if an additional procedure is required. The procedure was completed with no adverse consequences.